Event description:
It was reported that during a hand assisted low anterior resection procedure, rec'd a screeching sound. They continued to use the instrument and, while resecting a large piece of tissue, put too much tension on the device and the white pad twisted on the passive blade. The dr removed the device from the pt and made sure nothing had fallen into the pt. Used an ace36p to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.